Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons of the insulin pump ever sticky or non-responsive as well as insulin pump did not give an alert. Customer¿s blood glucose level was unknown. Customer also reported that the insulin pump had diminished battery life, rejected new batteries and cracking around the cap. Customer stated that low battery or low reservoir. Troubleshooting was declined. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify charge or battery lasts less than expected, audio or vibrate anomaly or absence of alarm, keypad unresponsive or button error alarm and failed battery test alert due to blank display. Device received with cracked battery tube threads and stripped battery cap(p) coin slot. The p-cap locks into the reservoir compartment properly noted.